Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported there were no signs of bleeding, and there was no indication of an infection at any time. No malfunctions were noted. Lead migration was not identified, and the placement of the lead was good to their knowledge. It was indicated three days after implant, there was a report of the patient not feeling stimulation, as previously noted. The patient had not liked the stimulation, and reported the stimulation as irritating. The device was not working to control the patient's urinary symptoms. It was noted the patient felt tremors and pain in the vaginal area. Adjustments were made and the patient was able to feel stimulation. No other troubleshooting was performed. Three weeks later at a follow-up appointment, the patient requested the device be removed. Later on, the patient requested pain medications. To the hcp's knowledge, the previously reported symptoms were not reported to the doctor. See manufacturing report 3004209178-2015-23198.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator . (B)(4).

Event description:
The consumer initially reported that she was just implanted and had been going to the healthcare provider's(hcp) office to have them turn it back on. The stimulation kept turning off and she would not feel it. The patient programmer would confirm it was off when it happened. The patient was instructed to use the sync button to connect with the device, instead of the blue buttons on the left. The patient later reported that she was experiencing a lot of pain and pulsation. She wanted the implantable neurostimulator (ins) removed. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. It was not clear if the patient was inadvertently turning the ins off or not with the programmer, since they were using the left side buttons. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent. Additional information received from the consumer reported taking pain killers and antibiotics after surgery. The patient had been going continually since the device was placed in the body and was having "a great deal of problems with [the ins]" including involuntary movements and tremors in the toes, fingers, eyes, and eyelids. The involuntary shaking affected the patient's vision, curled toes, and toe jerk pulsations. Both toes reportedly were damaged by the ins and now curve under so that the patient will need neurological treatment in the near future as she will "have no nerves left at the end of the time." There were problems with walking and balance which were described as "poor" due to pain and body weakness. Pain was present at the incision site, back, toes, fingers, legs, groin, and "crutch with buttocks" that made the patient unable to lie on their right side. The pain and tremors were allegedly caused by the ins aggravating and "hurting the nerve in the spine with the jolts." Stimulation was not felt in the bicycle seat area and the patient had to turn stimulation up to feel the sensation. The ins was described as "bad" and made the patient's incontinence worse with the leads "that migrate." The ins "never worked;" it caused "bad" shocks, leg numbness, discomfort, and leakage with a bad odor. The patient had high blood pressure of 186/107 while using the device. The patient stopped using the programmer for weeks waiting for surgery to remove the device, but the incontinence continued; the ins and leads were ultimately removed due to a "failed product." The implant and explant reportedly "terrified" the patient. After the implant was removed, the patient still had pulsation in the eye, tremor in the left hand, and pain in the left hand. The consumer reported having a "bad removal" as they were given "too much" anesthesia and had to be given oxygen after the surgery to wake her up. The patient was confused then and did not know who they were and did not recognize their ex-husband. The patient alleged that the incision was glued shut so it could "open up and produce more bleeding and more infection again." The patient had to go to urgent care for post-operative treatment. The incision site caused pain and burning which caused the patient to get pain killers. A blood pressure of 186/107 was noted. The patient still had headaches from the high blood pressure and blurred vision from pulsating eyelids after the removal of the device. The patient reportedly never received the card as well which prevented them from going on planes and into courthouses. See manufacturing report 3004209178-2015-23198.

Event description:
Additional information received from the patient reported that she had "damages" from the "crazy medtronic thing."